Event description:
It was reported that a dexcom g7 sensor paired to the dexcom mobile app but experienced signal loss to the ilet, preventing cgm data from displaying on the ilet until troubleshooting steps were performed, and the user also received an insulin set expired alert that required a supply change. Symptoms included no cgm readings on the ilet due to loss of communication. Outcomes included restoration of readings after directing the user to disable phone bluetooth and reenter the dexcom code, and successful resolution of the infusion set expiration through guided supply change. Investigation included technical troubleshooting and user education on bluetooth pairing prioritization and supply replacement. Investigation of this case revealed that the cgm was paired to the phone and not the ilet, resulting in communication interruption to the ilet, and that the infusion set had reached its expiration. It was concluded that the event was due to device use and connectivity configuration rather than device malfunction, with normal operation restored after corrective actions.